Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant 225cc, catalog number 3507225, lot number 15590. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 225cc and experienced rupture on the breast implant. The location is unknown. The rupture was diagnosed during physical exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/1/2018, it was reported to mentor that the affected implant location is right side. The rupture was on the right breast implant. The patient had undergone bilateral removal and replacement with silicone gel breast implants of unknown type. The left breast implant is intact and not affected. The patient had fully recovered after the surgery. There was a free gel in right pocket on the right breast implant. The patient was not hospitalized. There were no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/12/2018, it was reported to mentor that the lot number is 15590. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/2/2018, it was reported to mentor that the device history record (DHR) for the lot number 15590 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no gel. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).